Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the trial was initiated on (B)(6) 2026. It was reported that there was no communication/can't communicate and reporting a defective device. They were not sure if it was just the programmer or if their ens was defective as it keeps showing them an error message showing: "system error: therapy may have stopped. Contact your clinician". Troubleshooting was performed and found that they already contacted their technical department and that they already replaced their battery pack and they were waiting for their callback today. They also told them to reach out to their healthcare provider (hcp) and they said they already did. The patient was advised to contact their doctor, if symptoms persist. It was unknown if the issue was resolved.